Manufacturer narrative:
A sample has been returned, but the eval is not complete. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, the cutter was not cutting. The cutter was switched out with no delay, and the surgery was completed with no harm to the pt.